Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(4).

Event description:
It was reported that the cuff of a portex® cuffed blue line ultra® suctionaid deflated a couple of hours after the patient started to use it. The product was exchanged. There were no adverse health outcomes.

Manufacturer narrative:
One portex® suctionaid tracheostomy 7.0 mm soft seal cuff was received for analysis in used condition. The customer's reported problem was "the cuff deflated in a couple of hours after the customer started to use it". The sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found in the returned sample. The returned sample was inflated using a syringe and the product was submerged under water. A tear was observed between pilot balloon and the valve. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode of cuff deflating was confirmed. The most probable root cause is related to manufacturing.